Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system was extracted for lead dislodgement and suspected twiddler syndrome. New ra and rv leads were placed and attempted to re use same ICD device. Upon new right atrial (ra) lead connection, it was noted to have no sensing or electrogram (egm) visible. The ra lead was disconnected, visually inspected, cleaned and reinserted with same results. Pacing system analyzer (psa) testing revealed stable ra lead function so physician elected to replace device. New device was tested extensively and had no issues. No additional adverse patient effects were reported.